Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro instrument, and identified the failure mode as a worn modular chemistry sample syringe drive. The fse replaced the sample syringe drive to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low blood urea nitrogen modular (bunm) patient results on their dxc 800 pro instrument. The results were reported out of the laboratory and were later amended. There was no report of change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.